Event description:
Started to infuse autologous blood through fluid warmer when it was noticed that the blood was mixing with the reservoir warming fluid. Also some of this reservoir fluid mixed with the fluid that went in the patient's IV. As soon as this was noticed the infusion was discontinued and the equipment was taken out of service. The equipment was sent down to biomed.